Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Occlusion and thrombosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty of the lesion in the distal petrous segment of the right internal carotid artery, the right middle cerebral artery (mca) appeared to be occluded. Two stents were placed to complete the treatment of the stenotic lesion and then the physician accessed the mca and administered intra-arterial tissue plasminogen activator (tpa) in the area of the occlusion. After several infusions of tpa the occlusion appeared to be resolved. There was no clinical consequence to the patient who was discharged home two days later.

Manufacturer narrative:
Age at time of event - exact age is unknown, the patient was reported to be around (B)(6) old.

Event description:
Following angioplasty of the lesion in the distal petrous segment of the right internal carotid artery, the right middle cerebral artery (mca) appeared to be occluded. Two stents were placed to complete the treatment of the stenotic lesion and then the physician accessed the mca and administered intra-arterial tissue plasminogen activator (tpa) in the area of the occlusion. After several infusions of tpa the occlusion appeared to be resolved. There was no clinical consequence to the patient who was discharged home two days later.